Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. Testing confirmed all keypad buttons are intermittent/difficult to push when pressed; no physical damage was observed to the keypad. Contamination around all button contacts was observed when the was keypad removed. Unrelated to this complaint, a cracked battery compartment was observed during visual inspection. The pump was disassembled and observed leaking backup battery at bt1 location. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
It was reported that the ok keypad button had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint.